Event description:
It was reported that the synchroseal instrument had poor connection. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the findings did not replicate or confirm the customer reported event of poor connection. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed energy delivery testing in various grip orientations. Seal and cut test were successful. Coagulation test was successful. The instrument was fully functional. Additional unrelated observation: visual inspection was performed and the instrument was found to have a torn wrist cover at the distal end. No material appeared to be missing. The probable root cause for the torn wrist cover is typically attributed to the user, such as excessive contact with abrasive or hard surfaces during use or reprocessing.